Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition the device evaluation found the following; the air/water cylinder and suction cylinder had no color; the grip had a scratch; the base plate had corrosion due to water leakage; there was a pinhole on the bending section cover and water tightness was lost; there was dirt found on the objective lens and the image had a stain; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the image guide protector had a cut; the plastic distal end cover and light guide lens had a crack; the adhesive on the plastic distal end cover had a crack; the connecting tube had a dent; the universal cord had a wrinkle and the screw stopper was replaced for preventative maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a perforated sheath. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; a dry whitish foreign material resembling powder was inside the air/water tube, air/water cylinder and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified. It is likely foreign material remained in the device because reprocessing could not be properly conducted due to the leak from the bending section cover. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1100 operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.